Event description:
Twitter post: "called to help with case. Morbidly obese patient. Very angulated arteriotomy entry point. Perclose 'stuck' and would not come out. Ongoing bleeding around perclose. How would you manage?" It was reported that this was a low stick arteriotomy closure of the heavily calcified common femoral artery, close to the profunda, using a proglide after a diagnostic cardiac catheterization of the right leg in a morbidly obese patient using a 6f sheath. Reportedly, after deployment, the device was stuck. There was resistance with removal. The vascular surgeon was called to perform a surgical cutdown to remove the device with ongoing bleeding around the device. An occlusion balloon was used to control bleeding. Surgical suturing achieved hemostasis. There was a reported clinically significant delay in the procedure and hospitalization was prolonged as the patient was held overnight. No vessel damage was noted. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
H6: medical device problem code 1494. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The prostyle device was used in the profunda femoris artery. It should be noted that the instructions for use (IFU) warnings section states: do not use the perclose prostyle smcr system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). The patient effect of hemorrhage is listed in the IFU as a possible adverse event of use of the device. Review of a twitter video post was performed by an abbott clinical representative which concluded that the probable cause for the event is the failure to follow the instructions contained in the perclose proglide IFU. The proglide IFU contains a warning to not use the device if the puncture site is located in the superficial femoral artery or the profunda femoris artery. The proglide IFU also contains a precaution not to deploy the device at an angle greater than 45 degrees. The proglide IFU goes on to say that safety and device effectiveness have not been established in patients with femoral artery calcification and patients who are morbidly obese. The investigation determined the reported difficulties appear to be related to use error and the treatment appears to be related to circumstances of the procedure. The patient effect is a possible adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Twitter post: "called to help with case. Morbidly obese patient. Very angulated arteriotomy entry point. Perclose 'stuck' and would not come out. Ongoing bleeding around perclose. How would you manage?" It was reported that this was a low stick arteriotomy closure of the heavily calcified common femoral artery, close to the profunda, using a proglide after a diagnostic cardiac catheterization of the right leg in a morbidly obese patient using a 6f sheath. Reportedly, after deployment, the device was stuck. There was resistance with removal. The vascular surgeon was called to perform a surgical cutdown to remove the device with ongoing bleeding around the device. An occlusion balloon was used to control bleeding. Surgical suturing achieved hemostasis. There was a reported clinically significant delay in the procedure and hospitalization was prolonged as the patient was held overnight. No vessel damage was noted. Subsequent to previously filed report, additional information was received: imaging from the original posted noted the procedural sheath entered in the profunda femoris artery. No additional information was provided.